Event description:
It was reported that the system monitor screen was "scrambled" when the backup system controller was connected. The system monitor was removed from service.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor's screen is scrambled could not be confirmed as the unit was not returned for further analysis. A product return request letter was sent to the customer's site in an attempt to retrieve the device. Correspondence sent to the customer site indicated the complaint file would be closed if the device was not returned for evaluation by 02may2016. To date, the product associated with the event has not been returned, and the complaint file will be closed accordingly. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 26feb2008. The system monitor shipped on 21apr2008. The system monitor was manufactured on 25jan2008. Heartmate iii patient handbook (rev b) section 1 (warning) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.